Manufacturer narrative:
Per the clinic, it was reported that the patient's implant site was treated with topical steroids. This report is submitted august 6, 2020.

Manufacturer narrative:
This report is submitted on july 08 2020.

Event description:
Per the clinic, the patient experienced infections and skin overgrowth and subsequently had a change of abutment. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2020.